Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during the daily inspection of departmental equipment, it was found that the flow sensor of the equipment was faulty and the self check did not pass. Report for repair immediately. After notifying the maintenance manufacturer to replace it, it can be used normally. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: during the daily inspection of departmental equipment, it was found that the flow sensor of the equipment was faulty and the self check did not pass. Report for repair immediately. After notifying the maintenance manufacturer to replace it, it can be used normally. No patient involvement.